Event description:
The recipient is reportedly experiencing vestibular migraines with device use. Device testing revealed results within normal limits. Programming adjustments have been made. The recipient was advised to cease device use. The recipient was reportedly cleared to resume device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been lost to follow up. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.